Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead have had observations of intermittent jumps in high out of range pacing impedances as high as 3000 ohms. Technical services suggested to bring the patient in for further testing. The device system remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information indicated that along with continued high pacing impedance greater than 3000 ohms, there was observations of loss of capture due to programming being sub-threshold. Discussed based on measured threshold, auto capture will maintain 0.5v above threshold so the output should be programmed to 1.2v. It was thought that the issue was related to a lead issue. The system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead have had observations of intermittent jumps in high out of range pacing impedances as high as 3000 ohms. Technical services suggested to bring the patient in for further testing. The device system remains in-service. No additional adverse patient effects were reported.